Manufacturer narrative:
Insulin pump passed the displacement test, current test and self test. However, pump error 63 alarm confirmed in the insulin pump history due to cold solder joint on u1 keypad assembly. No battery power loss anomaly noted. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The customer was assisted with troubleshooting. Customer was able to clear and able to rewind the insulin pump. Customer stated that they performed self-test and it passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.